Manufacturer narrative:
Additional device product codes: gfa, gff, hwe complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: device history review done by (B)(6) on (B)(6) 2020. Part number: 310.23, lot number: h109521, part manufacture date: 03 june 2016, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5 mm drill bit was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 238 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The lot quantity of 238 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is against user facility medwatch number 0504570000-2020-8005, a copy is attached. It was reported that on (B)(6) 2020, a patient underwent a knee arthroscopic assisted open reduction internal fixation (orif) of lateral tibial plateau fracture with bone graph. During the procedure, the drill bit broke off. There were no fragments generated from the broken device. The procedure was successfully completed with no surgical delay. The patient outcome was stable. This report is for 1 2.5 mm drill bit/qc/gold/180 mm. This is report 1 of 1 for (B)(4).